Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/14/2020. H.6. Investigation: bd received 5 samples and 1 photo from the customer for investigation. The photo was reviewed and the customer¿s indicated failure mode for spillage with the incident lot and cocked stoppers was observed. Additionally, all customer samples were evaluated by visual examination and the indicated failure mode for cocked stopper with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that blood leakage occurred during transportation after use with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: blood spillage during transportation. Customer informed that there was spillage of blood from the sstii tube during transportation to the lab. The spillage was contained in the specimen bag (biohazard bag) used for transporting to the lab. Customer noted that the blood specimen was collected using terumo's wingset drawn directly into the sstii tube. Customer suspects that the blood leakage occurred due to the inner stopper not centric.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that blood leakage occurred during transportation after use with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: blood spillage during transportation. Customer informed that there was spillage of blood from the sstii tube during transportation to the lab. The spillage was contained in the specimen bag (biohazard bag) used for transporting to the lab. Customer noted that the blood specimen was collected using terumo's wingset drawn directly into the sstii tube. Customer suspects that the blood leakage occurred due to the inner stopper not centric.